Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: there is no visible damage to the keypad. The contrast button has an intermittent response. The up, down, and ok buttons respond properly. Removed the keypad and found contamination under all of the button contacts. There was a crack along the battery compartment extending from the threads to the case seal.